Manufacturer narrative:
Evaluation: visual inspection of the product found one haptic torn off. There was evidence of surgical residue. The cartridge was returned with no visible damage.

Event description:
An aa4203tl model lens tore prior to being implanted. There was no pt contact or injury. The staar sales rep stated, it was unknown as to why the lens tore. An msi-pr injector and an mtc60c cartridge were used, but the lot numbers are unknown.